Event description:
Information was received that during the use of cadd administration sets - flow stop, an alarm appeared that there's no reservoir, and that the pump does not work. No adverse events were reported.